Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with premature battery depletion. The patient did not receive any shocks. Excessive charge was not observed. Review of the session records revealed rapid battery depletion. Device replacement was suggested. No additional information is available.